Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint #: (B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Litigation papers allege the patient suffers from pain and agony in his right hip and lower extremity for which he continues to seek medical treatment. Dio: (B)(6) 2010 - dor: none reported (right hip). Update ad 30 aug 2018: (B)(4) has been re-opened under (B)(4) due to the receipt of ppf, implant records, and medical records. There were no new allegations and no revision reported. After review of medical records, revision notes reported. Added patient's dob and law firm. Updated patient's initials, and product details of unknown liner and head. Doi: (B)(6) 2010 - dor: none reported (right hip).